Manufacturer narrative:
The investigation for the purge leak has been completed. Data logs were investigated, and there were no purge alarms that would suggest there was a leak. The purge flow rates were around 8 ml/hr at case start and slowly trended down toward 6 ml/hr over the course of the next 30 days. This is very much gradual and still well within the specification. Product was not returned for investigation, however, photo of the purge sidearm was submitted. In that photo, there appears to be some fluid build up in the retainer around the reservoir. However, without product being returned to reproduce the leak, it cannot be confirmed that this fluid build up was due to a leak. An improper luer connection during case start could also cause this for example. Due to product not being returned and no clear sign of a leak in the data logs, the root cause of the purge leak could not be determined.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported the patient was on impella 5.5 support and there was a leak inside the reinforced case attached to the purge side arm. There was no significant change in purge flow rate or pressure. At that stage, since there has been no significant change in the purge flow rate/pressure, it didn't seem that the pump will need to be replaced immediately, but if any changes it may be necessary to replace the pump. The staff monitored and support continues therefore explant date and patient outcome are unknown.